Event description:
It was reported patient experienced "skin marks" on the face after a laser vascular treatment using clarity ii. Cynosure lutronic clinical team reached out to the site for additional information. Although additional information was requested, there was no additional information made available from the site despite multiple requests from clinical. On (B)(6) 2025, site emailed cynosure lutronic clinical pictures and clinical details. Cynosure lutronic clinical determined the event to be inconclusive. Upon review, cynosure lutronic clinical observed a discrepancy between the treatment settings documented by the clinical trainer and those reported by the treatment provided. Cynosure lutronic clinical states, "while both parameters fell within the normal range according to the quick start guide, the extent of scabbing and subsequent scarring visible in the submitted photographs suggest that an unusually high number of pulses were likely delivered, potentially with significant overlap or stacking." On (B)(6) 2025 cynosure lutronic's medical director reviewed the case and stated, "the images provided observed a full thickness burn which has now healed and is fully epithelized." Cynosure lutronic's medical director recommends treating the scar by daily massage with silicone application, micro needling treatment without rf, as well as consideration of non-ablative treatment with a fractional laser and consistent sun protection to the area to prevent pih. Post training follow up was also dispatched. The device was evaluated and confirmed to be operating within specification. No issues were found during testing. Since patient experienced a full thickness burn, this is considered a serious injury and therefore reportable.